Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective scope side. In addition to a defective scope that caused a noise image, there were no additional findings. Since there were no shipping records, device history record could not be checked. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the connection part of the scope side being defective. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope cable exera ii had a video cable that should be checked. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a defective scope side which caused a noise image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.